Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: battery device, (B)(6) 2024 . Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is use error.

Event description:
It was reported that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was determined that the moving parts did not move smoothly, and the device had component damage. It was further determined that the device failed pretest for general condition, check for mechanical free moving and check for sticky triggers. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device stopped working. The battery device was tested, and it worked as expected. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: correction: correction: h6: the health effect - impact code and investigation conclusions have been corrected. Device evaluation: the actual device was returned for evaluation. A photo was also received for review. It was reported that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was determined that the moving parts did not move smoothly, and the device had component damage. The photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection due to the washed away coating on the front plate. During the assessment of the device and the provided photo, it was found that the device was missing the coating on the front plate. Furthermore, it was found that the bearing would not run smoothly. It was further determined that the device failed pretest for general condition, check for mechanical free moving and check for sticky triggers. It was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.